Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Correction for this failure has been already been initiated via update ax024/18/s and was reported to the FDA under 21 cfr 806; report 2240869-06/06/2019-0036-c. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
T was reported to siemens that a malfunction occurred with the artis zee ceiling system. The user reported broken bolts in the main bearing of the display ceiling suspension. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.